Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "peri-implant fluid" and "capsular retraction."

Event description:
Healthcare professional reported right side "radial folds", "peri-implant fluid" ultrasound confirmed and "capsular retraction." The device remains implanted.

Event description:
Healthcare professional reported a baker grade IV for the "capsular retraction." The device has been replaced.